Event description:
A hosp (B) (6) reported via a distributor that the heater wire of an rt100 adult dual-heated breathing circuit 'was broken' within 48 hrs of use. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the electrical resistance of the heater wires in both the inspiratory and expiratory tubes of the rt100 breathing circuit were tested using a multimeter. Results: the resistance of the inspiratory heater wire was outside the allowable range due to a poor connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed one other complaint of this nature affecting 1 device for this lot #. Conclusion: high resistance in heater wires often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire developed the fault post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. Our monitoring and trending of events involving heater wires (open circuit) in adult breathing circuits has a rate of occurrence worldwide (B) (4).